Event description:
Customer was hospitalized for high blood glucose levels. Customer had changed the infusion set but the pump did not exit the rewind mode. Customer did not realize what had happened and inserted the infusion set anyway. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.